Event description:
The pt presented with sfa stenotic disease. A gore viabahn endoprosthesis was deployed inside the non-gore stent. During the removal of the viabahn device's delivery catheter, the catheter's distal tip hung up on the non-gore stent and the physician was unable to remove the delivery catheter. The physician performed a surgical procedure to remove the delivery catheter.

Manufacturer narrative:
Device deployed within a non-gore device. Per product instructions for use - w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.